Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had an irritation under his left breast. The patient also reported that he noticed a gel leak. The gel was irritating the rash. The patient's physician prescribed a cream for the rash. The patient was also given a new electrode belt. Follow-up indicated that the rash was improving.